Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01697. It was reported the patient experienced a burning and stabbing sensation at the implant pocket area regardless of stimulation being on or off. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01697. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the leads were explanted and replaced. Issue resolved and therapy has been restored.